Event description:
The ge oec 9800 fluoroscopy system displayed intermittent charger failed error codes.

Manufacturer narrative:
A ge oec service representative investigated the issue and isolated the malfunction to a defective generator battery charger that was replaced and adjusted to specification. The system was tested and found to functioning as intended and was released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.